Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on the available information and without the return device to analyze, the reported incomplete coaptation was due to patient anatomy. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda) of a mitraclip. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), a restricted posterior leaflet, and large calcium ledge at p2 leaflet. During a mitraclip procedure with an ntw, the device functioned as intended prior to a single leaflet device attachment (slda). The ntw was grasped at a2/p2, and leaflet insertion was confirmed. Upon release of the ntw, the clip detached from the posterior leaflet. Per the physician, the calcium ledge at p2 caused the slda. An additional clip was implanted lateral to the ntw at p2. The slda was stabilized and the mr was reduced to mild. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.